Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering the screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The pump damage occurred after it was accidentally dropped. Technical support arranged to replace the pump and advised the customer on how to manage insulin delivery using multiple daily injections (mdi) as backup therapy. The customer was informed that the replacement would come with updated software and was instructed on returning the damaged pump to avoid charges. They were also given guidance on programming settings into the new pump and connecting their continuous glucose monitor (cgm).